Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 28-mar-2024. Medwatch report is (mw5153417). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 382534 lot # 3349747 it was reported that the bd insyte autoguard catheter tip was frayed. The following information was provided by the initial reporter: it was reported by customer that 20g and 22g IV catheters had the plastic sheath portion of the catheter (part that goes into the patient) was frayed or split. Other unused product was inspected, and some were found to be frayed. Verbatim: rcc received a complaint via email. Email(s) attached. The catheter would flash blood but would not draw. Upon inspection it was found that 20g and 22g IV catheters had the plastic sheath portion of the catheter (part that goes into the patient) was frayed or split. Other unused product was inspected and some were found to be frayed. Reference report #mw5153416. Additional information provided on 04/16/2024: 1. It is mentioned device returned to manufacturer on 25-mar-2024. Could you please provide any tracking ID or label picture? The product that was used on the patient and noted to be frayed was discarded by staff. All unopened remaining product was removed to prevent use. The bd rep case onsite and inspected unused product and did not find any frayed material. It was thought that the rep took product but that was not the case according to the rep. There is no tracking number or pictures. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse event was reported.

Event description:
No additional information.

Manufacturer narrative:
Additional information: complaint was received via medwatch. Related report number added to the grid. Field was not active when initial was submitted. Correction: FDA notified question updated from unknown to yes. Initial reporter occupation updated from unknown to administrator/supervisor to match customer medwatch submission. Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 3349747. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.